Event description:
The doctor reported to the manager of surgery that a patient who underwent a low anterior resection with loop ileostomy during which there was a firing failure of the intraluminal circular stapler cdh29a--lot r4115x. The patient had a leak due to defect in the anastomosis despite having complete rings. This was identified intraoperatively and fixed (unfortunately the repair was not successful.) The doctor reports that this failure has resulted in multiple complications and further hospitalizations due to disrupted staple line, as noted one month later flexible sigmoidoscopy: "there was evidence of a prior end-to-end colo-rectal anastomosis in the distal rectum. This was characterized by a disrupted staple line. The anastomosis was transversed.